Event description:
A caller reported an alarm with the tandem mobi cartridge during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to remove the cartridge from the pump and deliver a bolus of 9 units, informing them that the insulin on board would be affected. The caller was unable to reload the original cartridge but successfully loaded a new one with assistance, allowing the resumption of insulin therapy. The issue was resolved.